Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the carbohydrate value and the blood glucose value were transposed when entered into the pump. Reportedly, the user notices the mistake prior to delivering the bolus. However, other times the user delivers the bolus. The contact stated that the user's blood glucose level was elevated; however, the exact value was not provided.